Event description:
Following a catheterization procedure, an angio-seal device was placed. Device insertion and arterial location were without difficulty, although oozing was noted around the tamper tube which required the application of manual pressure. As the post placement tension spring and tamper tube were in the process of being removed, a 3/4 inch piece of collagen came out of the puncture tract, adhering to the tamper tube. Subsequent bleeding was controlled by holding manual pressure for 25 minutes and the administration of protamine (dose unknown). At the time of the last report the pt was reported to be in good condition. Further attempts with the site for follow-up have not yielded add'l info at this time.